Manufacturer narrative:
(B)(4). The ge service rep replaced the cpu with celeron cpu, replaced the cpu image processor, hard drive, and backplane. The system software was upgraded to release 10. The flash and calibration data were reloaded. The system operates as intended.

Event description:
The customer reports that the system would not boot up fully. No pt injury was reported.